Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was buckling and deformation of the channel. Additionally, the flexible tube of the insertion section was crushed due to external factors. Due to the crush in the channel, it was noted that the cleaning brush would not be inserted smoothly in the channel. Upon further inspection, it was observed that the coating of the image guide serpentine was peeling due to deterioration. It was observed that the light guide bundle was broken due to external factors. Also, spots were observed on the image guide bundle. It was also observed that the adhesive part of the lighting lens came off. Holes were observed in the curved rubber, causing the water tightness to not be maintained due to external factors. Scratches were observed on the following unit components due to external factors: insertion part of the corrugated tube oredome, eyepiece, the grip, the angle lever, the up-down plate, the cover of the operation unit and on the vent metal under the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the tracheal intubation fiberscope had buckling of the folding stopper. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the image guide serpentine was peeling off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive on the insertion tube peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.